Event description:
Tech alleged that the brakes are not holding. No alleged injuries by account.

Manufacturer narrative:
Tech found the cause to be worn out brake casters. The tech replaced the brake casters to resolve the issue.